Event description:
A distributor in (B)(4) reported that an mr340 humidification chamber was missing a plug. No patient consequence was reported.

Manufacturer narrative:
(B)(6). The complaint device is currently en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow-up report upon receipt of the requested device and completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint device was visually inspected by fisher & paykel healthcare's regional office in (B)(6). Results: the port plug, which is used to close off the water feed port if the chamber is used without a water bag, and the retainer, which is used to hold the port plug in place, were found to be missing from the humidification chamber. A lot check revealed no other complaints of this nature for lot number 091119. Conclusion: each mr340 chamber consists of a number of components which are assembled during production. It is likely that operator error has resulted in the omitted port plug and retainer. There are standard operating procedures (sops) in place to assist operators on the production line correctly assemble the mr340 chamber. This includes instructions on how to assemble the port plug and retainer. Our trending and monitoring of complaints for the mr340 chamber from (B)(6) 2007- (B)(6) 2011 has revealed two other complaints of this nature.

Event description:
A distributor in (B)(6) reported that an mr340 humidification chamber was missing a plug.no patient consequence was reported.